Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After the patient with this system took a bad fall, the rv lead had high impedances and intermittent oversensing, and this atrial lead had loss of sensing. The physician decided to replace the whole system in case there was any damage to the device and implanted a new system. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.